Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. The customer service tech troubleshot the reported issue and found error codes of est and sst failing in the ventilator logs. The service tech put a permanent circuit and the ventilator passed testing. The service tech advised that the customer use a different circuit. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing extended self-test (est) and short self-test (sst). There was no patient involvement.